Event description:
During a follow-up in clinic, low pacing lead impedance (pli), high capture threshold, and noise episodes were noted on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted. X-ray examination found that the inner coil inside the connector region was over torqued which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of low pacing impedance, high capture threshold, and noise were not confirmed.